Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain and cervical radiculopathy. The patient stated that their upper unit that is controlling their neck and shoulders is not taking a charge. The patient met with their manufacture representative (rep) who did a diagnostic last week. It was determined that the ins battery is over 6 years old and may need to be replaced. Their issue began last week. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer via a manufacturer representative (rep). It was reported that the recharge interval/time to charge increased around the first few months of 2018 and he stopped charging the ins. The ins was overdischarged. The cause of the event was undetermined. The ins was replaced. No further complications were reported.